Manufacturer narrative:
Tac (technical assistance center) support engineer noted that the user was able to remove and reconnected the digital source cable connection between the (B)(4) processor and the light source , powered on the (B)(4) system with the 190 scope series plugged into the light source and was able to get an image to display on the monitor from the scope. Issue was resolved. To date no further issues were reported. It is unknown what caused the reported issue. The reported failure was resolved by reconnecting the digital source cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that there was no image and only color bars displayed on the monitor when the 190 scope series is connected to the loaner (B)(4) light source. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on and the legal manufacturer¿s final investigation and to correct information provided on the initial report. B1 was initially reported as an adverse event. This was an error and is now corrected to note a product problem. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.